Event description:
End user stated that the seat on her (B)(4) power chair tipped forward when she was transferring from a commode to the power chair. User fell and sustained a laceration to her right shin.